Manufacturer narrative:
(B)(4). Investigation summary: the device was returned with the clamp arm detached from the inner tube, but firmly fixed to the outer tube at the clamp arm weld. The device was connected to a test hand piece and a gen11 and the device did activate during functional testing. Due to the device returned condition not all functional testing could be performed with the generator. Due to the condition of the returned device, the reported event of the hemostasis controllable, could not be confirmed. The device was disassembled to inspect the internal components and no anomalies were found. Possible causes of the clamp arm detachment are not closing the clamp when sliding the torque wrench on and off; not closing the clamp when introducing or removing through the trocar; or possible entanglement in fibrous tissue. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.

Event description:
It was reported that during an unknown procedure, the surgeon stated he had a bleed for the first time using har7 (experienced user) during his procedure bleed occurred on a short gastric that did not seal as expected. Surgeon said it was on the splenic side. Managed bleed with either surgicel (or gelitacel - unknown which was used) according to circulating nurse. Continued on with same product to complete case. Unknown if tension was applied, what setting device was on or whether surgeon used ahm. No patient consequence reported.